Event description:
Additional information later received reported there was no pocket fill, the pump was filled in operating room by scrub tech. A back table prime was performed. The dose was 7.9mg day for both the dilaudid and bupivacaine, dose was decreased by 1/3 per the managing physician and the reporter was not sure if that was still the case or if they had increased the dose back. The reporter had not heard any further complaints from the patient or the managing physician.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a pump replacement procedure for normal battery eol (end of life), after the physician disconnected the catheter from the old pump, the physician was unable to aspirate. The old pump connector was cut off and the physician was using a new connector. The patient/device information, patient symptoms, outcome, and drug in the pump were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.